Event description:
The manufacturer received information alleging circuit disconnected alarm frequently occurred due to leakage increased, in addition to a ventilator service required alarm while in patient use. There was no harm or injury reported. During the evaluation of the device, a "service required" error code was found in the ventilator's downloaded event log. The device passed the functional test and no failure was confirmed. Internal checking was performed, and no abnormality was confirmed. Since it is considered that a failure temporarily occurred in the measurement of pressure, the device's system board, flow sensor and blower assembly were replaced to address the issue.